Event description:
The physician reported that when he introduced the fifth coil for the procedure, he noticed friction with the coil & also that it was developing the accordian effect. After noticing this, the physician repositioned the microcatheter without obtaining any improvement. Once the physician tried to either advance or withdraw the coil, it did not respond to the proximal movements. Once the physician managed to withdraw the coil, he found that it was loose, because its core-wire had stretched out. The physician reported the pt suffered no adverse effects as a result of the reported event. The pt is reported as fine.

Manufacturer narrative:
The device in question was returned to the manufactuer for evaluation. A device history record (DHR) review confirmed that this device met all material, assembly, and performance specifications. A review for similar complaints within the batch number showed there were no other complaints associated with this batch. While similar complaints have been received across the product family, a review of the trends and numbers do not currently indicate an adverse trend. Dimensional checks performed are within specification. The proximal end of the coil was examined and it was verified that the coil had broken off the pusherwire at the main junction. The proximal end of the coil was extensively stretched and the distal end of the coil contains kinks. The internal suture is still attached to the distal end of the coil. The following details were verified during the investigation: other coils had detached, prior to the subject coil, and a echelon 3 microcatheter was used to deploy the coil. The most probable cause of the friction may be due to the use of a echelon 3 microcatheter which is not a boston scientific microcatheter. The directions for use (dfu) states that the coil is designed to be delivered through a boston scientific target 2-tip infusion catheter. The compatibility of the coil with other catheters and with other coil delivery devices has not been established. The most probable cause of the extensive stretching on the proximal end of the coil could be due to the repositioning of the microcatheter and the continuous advancing, and withdrawing of the coil. The force applied during advancing, and withdrawing may have also contributed to the coil breaking at the pet main junction. Boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific manufacturing processes include extensive testing and inspections to ensure that each product meets all material, assembly, and performance specifications.